Manufacturer narrative:
Occupation: administrator/ supervisor. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately 50 minutes of intra-aortic balloon (iab) therapy the console generated a catheter restriction alarm. The customer was asked if they had followed the "help" screen to remedy the issue, but that information was not available. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).